Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal vhd kit size 6 was deployed. The pt was getting ready to be discharged when discoloration of the leg and absent pulses were noted. A vascular surgeon was called to examine the pt. The pt was sent to the special procedure department for an angiogram which revealed collagen in the artery. The pt was sent to surgery for removal of the collagen. The pt was discharged on 02/06/2000 with no further complications reported.